Event description:
A customer reported to beckman coulter, inc (bec) that coulter act hematology analyzer generated erroneously low wbc, rbc, hgb, hct, and plt results for one patient. The results were not consistent with the patient's clinical profile. Repeat testing after re-mixing the sample produced lower cbc results. Both the initial and the first rerun results were considered incorrect. Cbc results on controls were also low and out of established ranges. The customer ran controls several times until the cbc results came within the established ranges. Afterwards, the patient sample was re-run the third time and produced results which were consistent to the patient's clinical profile and considered correct. The customer stated the erroneous low sample results were not reported out and no other patient samples were impacted by this event. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Sample collection details were not provided. Startup results were elevated (handwritten, date/time not provided) and failed on the first four attempts, the fifth attempt passed. The startup was run before the reported issue occurred. Qc results provided (list printout, date and time were not provided) shows all three levels within the established range. Per information provided, this control run was performed before the reported issue. However, qc at time of incident recovered low out of established ranges. On (B)(4) 2012, bec field service engineer (fse) ran controls and observed low qc results. The fse found the baths were not draining completely. The fse replaced wbc/rbc bath drain valve lv14, and verified repair. The cause for the low cbc results can be attributed to the wbc/rbc bath drain valve lv14 which did not allow the baths to drain completely, thereby causing lower sample results.